Manufacturer narrative:
We have not received any info about codes and lots involved: they could be available only after a possible revision surgery, that is not planned yet and will be evaluated by the surgeon based on the pt conditions and pain. In case of new info, a f/u will be submitted.

Event description:
Ref MFR 3006639916-2013-00120.

Manufacturer narrative:
After a further attempt, we got the confirmation that no new information is available and that the surgeon does not answer to our questions.